Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call lost sensor alarms and threshold suspend. The customer states their blood glucose was 43mg/dl and their sensor reading was 73mg/dl. The customer states their device went into threshold suspend, and soon after received a lost sensor alarm. The customer's blood glucose level at the time of incident was 162mg/dl. The customer was advised to program the correct identification into the pump. Nothing is being returned or replaced at this time.